Event description:
It was reported to the manufacturer, by the end user, per the end user, that facility had incident with 3 caregivers moving one resident, claim it tipped as there were only 2 connection points have had issues in the past and were cited for these issues this is why they are renting multiple lifts they were not trained by a jhc rep, had their internal therapy team conduct training. Complaint (B)(4) and ra #(B)(4) were entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
This report or other information submitted by (B)(6) healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by(B)(6) healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.